Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the reload only fired a very short distance and no staples were in the patient tissue, so the staple line was technically incomplete. Another device was used in other to complete the case. There was no patient injury.